Event description:
Allegedly, patient was revised due to modular neck fracture. Revision njr number: (B)(4) side:r. Primary asa: p2 - mild disease not incapacitating. Component not revised: rim-lock biolox delta ceramic liner 36mm ID group e, product ID pha04510, lot ID 1245. Procotyl l beaded and ha coated cup size 52mm, product ID pha06262, lot ID 1245.